Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during device change-out due to normal eri. No electrical anomalies were detected. The lead was connected to a new device. Patient tolerated the procedure well.